Event description:
It was reported a patient enrolled in a clinical study underwent a bilateral total hip arthroplasty on (B)(6) 2001. Subsequently, patient underwent two left hip irrigation and debridement procedures on (B)(6) 2005 due to sepsis. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4).